Event description:
(B)(4). Uncontrollable hives, heart palpitations, insomnia, heavy periods, stroke symptoms, mood disorder and mood swings, bowel issues, back pain.

Event description:
(B)(4). On (B)(6) 2016 had a lavh removing essure.